Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed mid:07 (post rtc) upon powering on. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed mid:07 (post rtc) upon powering on," was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a low voltage lithium coin battery, likely attributed to the device's aging. The thermogard system was manufactured in 2013 and is over nine years old, well past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was noted. The event log review indicated a mid:07 error, thus confirming the customer's reported complaint. In addition, unrelated to the reported complaint, the event log indicated a tcmid:05 (coolant diff failure) error. The thermogard system failed functional testing due to mid:07 displayed upon powering on, thus confirming the customer's reported complaint. The lithium coin battery was replaced to address the mid:07 error. After replacing the battery, the system displayed a tcmid:05 error, unrelated to the reported complaint. Delta between the primary and secondary 30-second median coolant temperatures exceeds 6.0°c. The root cause of the observed tcmid:05 error was a failed lm-34 temperature sensor or pic 16 pcb (printed circuit board) and I/o pca (printed circuit assembly), likely attributed to the device's aging. The failed components need to be replaced to address the tcmid:05 error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).